Manufacturer narrative:
(B)(4). According to the local representative, the device will not be returned as the hospital no longer has the device. The local representative was not aware or had not been notified of any complications that may have occurred as a result of the replacement procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's warranty department. According to the patient, this device was faulty and required replacement. The patient was informed that boston scientific would cover the expense of the replacement device. The warranty department was informed that the patient had experienced some complications as a result of the replacement procedure. Complications included an allergic reaction to the dressing and tape that was placed over the pocket site. Additionally, a large bruise developed around the pocket site. The patient mentioned the possibility of seeking legal consultation. The device has not been returned to boston scientific and information on the implant form indicates the reason for explant as normal battery depletion. It appears that the patient may have received incorrect information from the boston scientific field clinical representative. (Fcr). Prior to explant, the device was interrogated by the local representative. There were no error message or fault codes displayed upon interrogation. The fcr and the physician were notified of the findings from device interrogation and that the device did not need replacement. The physician elected to explant and replace the device despite the findings that the device did not display any error messages, fault codes and did not trigger replacement indictor.